Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly did not complete the air removal step from the cartridge, customer technical support educated customer in regard to air removal step. Customer continued to use the same cartridge. There was no reported adverse impact to the customer.